Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure the farawave catheter was selected for use, since the opening of the farawave, performing the curves was already a little strange. During the procedure, we saw that even when lowering the entire handle to flower, the flower deployment was not performed and the guide wire was stuck, making it impossible to pull or push. The same issue occurred with two different farawave catheters. The catheter was replaced and the procedure was completed successfully without patient complications. The devices are not expected to be returned as they were disposed.